Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose levels that resulted in an emergency room (ER) visit with a blood glucose (bg) level of 558 mg/dl and ketones of an unspecified size on (B)(6) 2026. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Customer continued to use the pump for insulin therapy and would use an alternate form of insulin therapy if necessary.